Manufacturer narrative:
A1: the full patient identifier is case-(B)(6). A4 and a5: the customer did not supply patient demographics such as date of birth, weight, ethnicity or race. H3 and h6: a field service engineer (fse) was dispatched to customer site on 23feb2024. The fse found main pipettor bad alignments, worn peristaltic pump tubing, mixer motor was below speed requirement, low ultrasonic settings, and low luminometer high voltage. The fse realigned the main pipettor, replaced peri-pump tubing and adjusted mixer motor speed, ultrasonic settings and luminometer high voltage control. Another fse was dispatched to customer site on 24feb2024. The fse found bubble in wash pump. He replaced wash pump seal and ring and primed pumps. Wash valve motion error still occurred and even more bubbles in the pump from the valve. On 27feb2024, the fse replaced the entire manifold with all valve parts and run hs (high sensitive) system check which passed. Replacement of multiple parts and adjustment of multiple settings resolved the issue. In conclusion, there is sufficient evidence provided to reasonably suggest a hardware malfunction was the likely cause of this event. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event.

Event description:
On 23feb2024 the customer reported non-repeatable erroneous troponin I (accutni+3, part number (B)(6) and lot number 338428) patient results were generated on the customer's access 2 immunoassay analyzer, part number 81600n and serial number (B)(6)). On (B)(6) 2024, one initial patient accutni+3 result was at 1.26 ng/ml. The patient sample was re-spun and rerun on the same instrument with a result at 0.19 ng/ml. The sample was repeated a third time and resulted as <0.04 ng/ml. Repeat testing on triage meter gave negative results. The customer reported that the patient was sent to another hospital where an electrocardiogram and echocardiogram were performed, with negative results. It is unknown if contrast product was used for the echocardiogram. There were no issues with other assays reported in conjunction with this event. Per customer¿s verbal report, system check passed on 23feb2024. Calibration passed on 27feb2024 with reagent lot 338428 and calibrator lot 338749. Per customer¿s verbal report, quality control (qc) has been passing within the laboratory¿s established ranges. There was no indication of carryover as the customer did not report obtaining high troponin sample results prior the questioned results. A field service engineer (fse) was dispatched to customer site on 23feb2024. He found main pipettor bad alignments, worn peristaltic pump tubing, mixer motor was below speed requirement, low ultrasonic settings, and low luminometer high voltage. Another fse was dispatched to customer site on 24feb2024. He found bubble in wash pump. He replaced wash pump seal and ring and primed pumps. Wash valve motion error still occurred and even more bubbles in the pump from the valve. He ordered wash pump valve. On 27feb2024, the fse replaced the entire manifold with all valve parts and run hs (high sensitive) system check which passed. No issues with sample integrity were reported by the customer. Sample tube collection type was a 3.0 ml pst tube and original and repeat testing were performed from the original tube. Samples were spun in statspin for 3 minutes at 5100 rpm. No further sample information was provided.